Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken knob assembly. It was indicated that all knobs were broken, and that the upper case was broken around the menu and rate encoders. It was also indicated that the battery and display wires were damaged. It was also indicated that the hanger assembly, output connector nuts, and hanger screw were contaminated. It was also indicated that the atrial output connector was broken, and that the keypad flex and main label were damaged. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob assembly. The epg was returned for service. There was no patient involvement.